Event description:
It was reported that a patient underwent a laparoscopy procedure on an unknown date and barbed suture was used. Stratafix needle came off suture when trying to remove through trocar. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was the needle retrieved during the same procedure? Yes. Was there any additional tissue damage as a result of searching for the needle? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Nothing further described. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.